Event description:
During the initial procedure, the patient moved and lifted her hips off the table during the injection. This caused the doctor to inject the bulking material through the mucosal tissue directly into the bladder. The doctor went to the other side and injected 1.5cc of material without any complications. The doctor did not remove the material from the patient's bladder and thought the patient would pass the material in her urine. The patient reported constant frequency and urgency, ongoing dysuria and a uti. Upon examination, the doctor found the bulking material had coagulated within the bladder and did not come out in the patient's urine. The doctor used graspers to retrieve as much of the offending material as possible and the patient extruded more material after the cystoscopy. The patient is still incontinent and plans to undergo another tegress treatment soon.